Manufacturer narrative:
The service technician has been sent for investigation. The service order: (B)(4). The customer noticed that the rotaflow drive worked and stopped again. The service technician added a new level simulator (serial number:(B)(4)). This will keep the drive from shutting down. After that the unit was tested again and the drive is operating fine now. The technician will exchange the level sensor. The technician was never able to reproduce the malfunction during testing. No additional error occurred. All functions are flawless. The rotaflow drive was cleaned. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigations initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that the flow signal was absent and an alarm was activated without a pump stop during patient treatment. Later the rotaflow pump stopped. Rpm`s were shown on the display and the device was in the operation but the flow will not displayed. Then they changed the device into a new one. (B)(4).